Event description:
Per sound study adverse event form, pt. Was fully heparinized. Cardiac tamonade with v lead which was initially placed in the apex and then moved to septum. There was intermittent sensing with the initial placement. Lead was removed. Pt is recovering.